Event description:
It was reported that the patient claims to have heard the alert device tone. Upon review of the device data, no observations or alerts had triggered in the device. The device tones were demonstrated, and the patient said that these were not the tones she heard. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.